Event description:
It was reported that this pacemaker appeared to be exhibiting premature battery depletion. Device data was submitted to technical services for review. Evaluation of the data confirmed the device was depleting prematurely due to an abnormal increase in power consumption and device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this pacemaker appeared to be exhibiting premature battery depletion. Device data was submitted to technical services for review. Evaluation of the data confirmed the device was depleting prematurely due to an abnormal increase in power consumption and device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service. It was later reported that the device was explanted and replaced. No additional adverse patient effects were reported.